Event description:
It was reported that when an asymptomatic patient presented to the emergency room, post sensed t-wave oversensing was observed. Inappropriate atp therapy was received. At a subsequent follow up visit, post sensed t-wave oversensing was seen. However patient did not receive therapy. Device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.